Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for review. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the physician handheld was not working properly. It will function when it is plugged in but as soon as it is unplugged the screen goes black and it is unable to be determined who much battery power there is. The handheld is stored in normal office conditions. The handheld is not left plugged in. A hard reset was attempted but as soon as the handheld was unplugged it dies. It had to be plugged in for a few minutes before it would turn back on. Good faith attempts for product return have been unsuccessful to date.